Event description:
Surgeon stated that the staple line from the gia on both ends of the colon dissection were bleeding and required them to be over sewn. CT abdomen - acute diverticulitis of the sigmoid colon with perforation. Hepatomegaly associated with liver steatosis, suspicious for steatohepatitis. Small hiatus hernia. Admitted under the impression of sepsis due to diverticulitis with perforation.